Event description:
The customer reported that "speaker malfunction inops". The device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Event description:
The customer reported that " intermittent speaker malfunction inops". The device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.